Event description:
During index procedure the patient had two endeavor sprint drug-eluting stents implanted, one in the cx and one in the obtuse marginal. Approximately 34 months post index procedure the patient expired. Death was assessed asa cardiac death due heart failure and acute coronary syndrome. Investigator has assessed that the event was possibly related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death). Conclusions: known inherent risk of procedure (death). (B)(4).